Manufacturer narrative:
This MDR is being reported retrospectively. However, a manufacturer's incident report was filed with bfarm on (B)(4) 2012 (B)(4) and a field safety corrective action report was filed on (B)(4) 2012 ((B)(4)) as the product was marketed in (B)(4).

Event description:
Report of pt death 59 days post intervapor treatment. Pt was diagnosed with an acute copd exacerbation with pneumonia on (B)(6) 2012. Pt had non-invasive and than invasive ventilator support with changes in antibiotic regime followed by development of sepsis with multi-resistant p.aeruginosa. The family elected limited care and pt expired 59 days post intervapor. Pt expired due to nosocomial infection in the hospital. Pt entered with dyspnea and pain that was treated with morphine. Pt had prior diagnosis of severe gold stage IV emphysema and refused to eat or drink.